Event description:
The customer reported an issue with the pump time displaying incorrectly. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor and follow up if the discrepancy recurred, which the customer understood.